Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported during trocar insertion the surgeon noticed adhesions. The 5mm dissecting hook for the harmonic scalpel was used to take down the adhesion from the subxyphoid port. The trocar in question was an ancillary port. After the adhesion was down, the surgeon was going to proceed with the lap chole when the 5mm trocar was noted to be cut. The tip was found in the abdomen and was recovered without difficulty. It appears to have been cut in half. However, after the case, the or staff tried to cut another trocar with the dissecting hook and they said it required to much force. The case was completed with another trocar. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50018. Ees #.981455/j. D5,6; h4: info not available. Endopath dilating tip trocar: based upon inquiry info rec'd and visual examination, no conclusion could be reached as to how this damaged had occurred. One sleeve was rec'd with approx 1/4" of the cannula tip separated from the rest of the cannula. The area of separation appears to be melted off. The stopcock is separated from the housing and the stopcok stem handle appears to be melted off and the stopcock port also shows indications of melting. The end cap has deformation which appears to be the result of excess temperature.